Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on the ilet after pausing insulin while at school due to a low reservoir, then refilling and attempting meal delivery, which resulted in 0% delivered and multiple restart prompts; the device was replaced, and the user transitioned to back-up subcutaneous insulin therapy. Symptoms included prolonged hyperglycemia, jaw tightness, and a sweet odor. Outcomes included temporary interruption of insulin delivery without hospitalization, medical intervention, or ketone testing. Investigation included customer support troubleshooting, review of device history, and logistics for device replacement and return. Investigation of the returned device revealed a consecutive motor stall consistent with a pump motor malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor drive system.